Manufacturer narrative:
(B)(4).

Event description:
It was reported declined r-wave amplitude and increased threshold were observed one year ago. The therapies were turned off. Those anomaly measurements were once again observed recently. Out of range high voltage lead impedance was observed due to the lack of a svc lead. Lead repositioning was recommended. No adverse consequences were detected.